Event description:
This rv lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2012 due to noise. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).